Manufacturer narrative:
(B)(4). Batch # l90746. Additional information was requested and the following was obtained: can you please clarify if the surgeon typically uses a clip applier to clip the edges of the stomach during a gastric sleeve procedure? Yes. The surgeon typically uses a clip applier on the edges of the stomach during a gastric sleeve procedure. This is to provide additional reinforcement to the staple line. An er320 or er420 is typically used. However, he needed a 5mm clip applier in this instance due to the port placements and patient anatomy. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feed link was found to be broken causing the feeding issues. In addition, 14 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired three clips along the edge of the stomach with no issue. During the firing of the fourth clip, the device jammed and no further clips could be deployed. The firing trigger would open and close, but no clips deployed. Case completed with another device of the same product code. There were no patient consequences reported.